Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin. Customer's blood glucose was 546 mg/dl. Customer drank water to address bg level. Additionally, it was reported that the pump battery was depleting quickly. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.